Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because inflatable penile prosthesis was not working properly. As a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. Two weeks later, a replacement surgery was performed. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because inflatable penile prosthesis was not working properly. As a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. Two weeks later, a replacement surgery was performed. There were no patient complications.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis at our quality assurance laboratory, it underwent a thorough analysis. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. It was identified that the ms pump tubing was cut down to the pump block; the tubing was not returned for analysis. Ms pump passed microscope inspection and there were no visual damages or anomalies found. Ms pump passed the leak test. Ms pump did not pass activation test. Product analysis confirmed the reported event. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.